Event description:
It was reported by the in-house service repair technician, the incoming pump knob wobble was out of specification. Since this issue was found at the service center, there was no pt involvement.

Manufacturer narrative:
Eval is progress, but not yet concluded. This complaint was confirmed by the service technician. The service repair technician reported that while performing incoming inspection/functionality test, noticed visible knob wobble at various occlusion settings. The technician tested the knob wobble per assembly procedure in manufacturing area (with manufacturing (mfg.) Wobble gage (B)(4)). Reading of 0.0055" to 0.0060", max knob wobble = 0.0045" per mfg. Procedure. Measured service test pump with reading of 0.0025". He swapped knobs on service test pump and complaint pump, re-tested the complaint pump knob wobble with mfg. Received same result as before, reading of 0.0055" to 0.0060". The knobs were returned to the original pumps. No additional action will be taken at this time.